Event description:
After installing the battery, the device was blinking blue and red lights and made a noise once you pressed on the trigger to activate. No patient harm. Procedure complete with a different device. Manufacturer response for cordless ultrasonic dissection system, covidien sales llc- endo (per site reporter). Rep reported issue internally, advised to dispose defective product as it's no longer compatible with current generators, and a replacement was provided.